Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify- result: total bilateral occlusion. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), mood swings ("hormonal changes describe: mood swings"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:anxiety"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, mood swings, vulvovaginal mycotic infection, depression, anxiety, migraine, headache, dysmenorrhoea, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿menorrhagia, pelvic pain, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received- new events added:hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia),infection (bladder/urinary tract/vaginal) type: uti, yeast, psychological or psychiatric problems condition: depression, anxiety,migraines/headaches, dysmenorrhea (cramping),pain, weight gain, abdominal pain were added. New reporters were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.